Manufacturer narrative:
The lens remains in the pt's eye; therefore, it is not available for eval. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the info available, the exact cause of the reported event could not be conclusively determined.

Event description:
It was reported that 45 days post lens implantation inflammatory cells in front of the optic and redness were observed in the pt's right eye. Post cataract surgery treatment of antibiotics, corticosteroid, cycloplegic and lubricant was stopped 1 month postoperatively. The doctor haas restarted the antibiotics, steroids and cycloplegic treatment which is on going. Add'l info has been requested, but has not been received.